Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant.

Event description:
During the procedure, the upper body of the lead looked different and it was not clear if there was any insulation damage. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.